Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested, but cannot be anticipated for this report. (B)(4).

Event description:
A doctor reported that a knife presented with the bevel edge facing downward instead of up during surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received in a plastic holder for the report of inappropriate bevel of the knife. The returned sample was visually inspected and was found to be nonconforming with the bevel in the incorrect orientation. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. When assembled using the automated assembly method, knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. During this process, it is possible for the blade to be placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the knife is then angled, the bevel is then in the wrong location. There are two automated machines that manufacture this product; one has an inspection for bevel orientation and the other does not. This complaint does not have a reported lot number therefore, it cannot be confirmed which machine the returned product was manufactured on. The inspection procedures have been reviewed and defects, such as incorrect bevel orientation, are to be removed from the lot and scrapped. Investigation photos of the returned samples have been be reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's CAPA/review training form. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).